Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 427mg/dl. Customer alleged pump was the suspected cause of bg level. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, customer maintained that there was an issue with the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.